Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) female patient who had essure (batch no. B53555) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2014 to (B)(6) 2015. Concurrent conditions included leg pain, ear pain, low back pain, galactorrhea, irregular menstrual cycle, dyspepsia, constipation and pain in hip. Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminofen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding-vaginal bleeding"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the psychological trauma, female sexual dysfunction, anxiety, depression, migraine, nausea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for chronic chronic pelvic pain /abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding). Right tube: 1 trailing coils left tube: 4 trailing coils plaintiff was treated for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Batch no-b53555 production date-2013-07-22 expiration date -2016-07-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome for the event "abnormal bleeding-vaginal bleeding" was added as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 39-year-old female patient who had essure (batch no. B53555) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2014 to (B)(6)2015. Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding-vaginal bleeding"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma, female sexual dysfunction, anxiety, depression, migraine, nausea, dyspareunia, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for chronic pelvic pain /abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Batch no-b53555, production date-2013-07-22 , expiration date -2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 39-year-old female patient who had essure (batch no. B53555) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for prevent pregnancy: mirena iud from (B)(6)2014 to (B)(6)2015. Concomitant products included nsaids since (B)(6)2015 and paracetamol (acetaminophen) since (B)(6)2015. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding-vaginal bleeding"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma, female sexual dysfunction, anxiety, depression, migraine, nausea, dyspareunia, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for chronic pelvic pain /abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jan-2020: plaintiff fact sheet received, lot number ,new reporter , patient demographic , historical drug ,lab data event apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, mental anguish, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), fatigue and concomitant medication , event date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for chronic chronic pelvic pain /abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: reporter details updated and patient demographics were added. Updated essure indication. On (B)(6) 2018, she explanted essure. Injury event was replaced with chronic pelvic pain /abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding), psych injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.